Event description:
It was reported on (B)(6) 2026 that this male peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 and diagnosed with peritonitis. Additional information was obtained through follow-up on (B)(6) 2026 with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 (not 12/jun/2026 as initially reported) due to fever, pain, and a cloudy bag. Cultures were obtained. The patient was diagnosed with peritonitis. The culture results and cell count from the hospitalization are not available. The patient¿s antibiotics during the hospitalization are unknown. The patient was discharged on (B)(6) 2025. Upon discharge the patient was administered intraperitoneal (ip) ceftazidime 2g daily for 5 days and ip vancomycin 2g for 1 day. The patient had a repeat culture on (B)(6) 2026 at the clinic which was negative for growth. The cause of the peritonitis is unknown. The patient is continuing ccpd during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.